Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, 5071-53 lead, and 6725 adaptor, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days after the device was implanted, the right ventricular (rv) lead exhibited noise, high thresholds and an increase in impedance. The setscrew of the device was noted to be tightened down, however, not onto the lead pin, and the lead could be "pulled right out of the device." The lead was tested with an analyzer and reinserted into the device. The lead and device remain in use. No patient complications have been reported as a result of this event.